Manufacturer narrative:
(B)(4). Additional information: the device was received in good physical condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device.

Event description:
It was reported that the jaws of the enseal instrument wouldn't open during a laparoscopic colon procedure. It was not reported how the procedure was completed but there was no consequence to the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information received: information from tech in room. If the jaws of the instrument wouldn't open, did this issue occur before the device was used on the patient? If used during the procedure, were the jaws closed on tissue or vessel? No, surgeon was trying to dissect with jaws. Create anotomy and continue to dissect tissue. How was the device removed? (I.e. Cut off, forced opened) no, just removed from patient and said jaws don¿t open. We have reeducated surgeon on proper use of device.